Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of an unspecified number of clearlink luer activated valves came apart (separated) during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured between october 18, 2018 - october 19 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device(s) were not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.